Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 16 years post total hip arthroplasty, the patient presented to the surgeon and was told they needed to have another revision. No further information was provided.